Event description:
The patient reported that the confirmation area on their test strips was off center. Patient complained of symptoms of weakness, feeling low, and watery eyes. A blood glucose result with the strips was 145 mg/dl. More than 30 minutes later their blood glucose was tested in the emergency room by an unknown method with a result of 120 or 126 mg/dl. No treatment was mentioned. Test strips replaced.